Manufacturer narrative:
The returned was evaluated and received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device that would indicate the needle deploying early. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
A patient reports while activating a pod when she removed the needle guard from the pod the cannula had deployed early. The pod was not worn.